Event description:
It was reported an angled intervertebral body spreader broke during the pro disc lumbar case at levels l4-l5. A small screw broke off of the instrument during use, was found outside of patient. In addition after the cleaning process for the same case 4 synframe guide rods were found cracked or broken. This is 3 of 5 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.